Event description:
Alleged event: the device was being used on a female canine during surgery the balloon would not deflate with syringe or when catheter shaft was cut. Vet had to remove while balloon inflated due to the surgical procedure. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.